Event description:
Central line flushed with saline. Blood immediately and forcefully backed up in the line when the nurse removed the syringe. Occurred multiple times with multiple patients in the unit. New problem. Devices discarded but another from same box tested by nursing staff with a jar of colored water, and catheter with syringe attached to microclave. Catheter flushed with clear sterile water. Immediately after flushing, when syringe was removed, IV catheter had colored water back up in it. Experienced ICU charge nurse said this is a new problem, though the product has been in use for several months. Lot number listed in report is lot number of box currently in use in ICU. Devices and packaging for devices were discarded, but this is the only box in ICU.